Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) cuff removed due recurring incontinence and fluid loss from a hole in the cuff. It was explained that there was no contrast left in the system and a momentary onset of incontinence was followed. The incontinence started in (B)(6)2019 after the device was in use. The cause of the leak was a pinpoint size hole in the rear side of the cuff. The physician added that there were no needles used or in the area and guesses it was a fabrication fault. There were no patient injuries associated with this event, and this surgery was completed successfully.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was visually inspected and tested for leaks. A pinhole fluid leak was identified in the cuff shell. The damage was determined consistent with wear at a fold in the cuff. Analysis found no evidence of further damage or irregularities. Product analysis confirmed the reported fluid leak as a result of the hole in the cuff. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). Additionally, the reported events do not contain an allegation against the labeling. Product record review confirmed the reported events do not represent an unanticipated event nor did the device fail to meet applicable product specifications prior to shipment from boston scientific.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) cuff was removed due recurring incontinence and fluid loss from a hole in the cuff. It was explained that there was no contrast left in the system and a momentary onset of incontinence was followed. The incontinence started in (B)(6) 2019 after the device was in use. The cause of the leak was a pinpoint size hole in the rear side of the cuff. The physician added that there were no needles used or in the area and guesses it was a fabrication fault. There were no patient injuries associated with this complaint, and this surgery was completed successfully.